Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Product left conforming to print as there was no evidence that states otherwise. Per engineer, ¿the only thing that can be said is that they need to put the a/r guide in with the lag screw guide tube as described on page 20 of the attached surgical technique. If they follow this technique then they will see that there is resistance on the a/r guide tube.¿ DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was related to surgical technique. The condition is addressed in the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that multiple insertion jigs have a loose sheath, the spring in jig does not work properly, and a screw is missing on one product.